Manufacturer narrative:
Visual analysis was performed on the returned device. The reported link separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. In this case, it is unknown if the reported IFU deviation contributed to the reported suture separation. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a link break occurred with the first prostyle device after step 3. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 18f sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Two prostyle devices were successfully used in the left common femoral artery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.